Event description:
As reported by the user facility: "a nurse was stuck with the product" and treated per facility protocol. It is unknown if patient had any contagious diseases. States "nurse put the introcan on bedside table after inserting cath into patient, went to clean up and got stuck." When asked if safety mechanism worked, she denied. Additional information provided by the facility indicated the nurse was starting an IV on a child and set the needle down. She stuck herself when trying to move the bedside table back. The nurse does not know if the clip covered the needle before she set it down. Protocol blood testing was performed and it has been reported all testing performed was negative.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. One used introcan safety needle with safety clip was returned. The clip was located on the shaft of the needle and was not covering the needle tip. The long arm of the clip was pushed off the side of the needle. Visual evaluation denoted the needle to be damaged, (bent in the middle). It has been reported the needle was set down on the bedside table and was not immediately disposed of in the sharps container. It is possible, due to the condition of the returned sample, that the needle clip was somehow manipulated and exposed the needle during cleanup, resulting in a needlestick. However, since it has been reported it is unknown if the clip covered the needle before setting it down, no specific conclusions can be drawn. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available information has been provided to the actual manufacturer, for evaluation.